Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's siblings that the customer got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 393 mg/dl at the time of the incident. The customer was at 323 mg/dl after giving 27 units of insulin. The customer ate candy during the 27 units and their sister gave the customer an additional 40 units of insulin via the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will not be returned for analysis.